Manufacturer narrative:
The esu was thoroughly inspected/tested (note: the return electrode was not made available for an evaluation.). A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. A review of the chronological data at the time of the event revealed that the unit displayed several neutral electrode safety system (nessy) error messages. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the reported information, user error may have been a significant factor in the incident as follows: the instructions for preparing the skin for pad placement was not performed (i.e., the area was not shaved which resulted in poor contact). Orientation of the return electrode was not ideal in that the generator, during the procedure, displayed nessy symmetry errors which should have prompted the clinician to address the issue (i.e., re-orient the pad). Contact of the return electrode was not ideal in that the generator, during the procedure displayed, nessy resistance errors which should have prompted the clinician to address the issue (i.e., re-attach the pad). In conclusion, it appears that the contact of the pad was not sufficient to disperse the electrical current which resulted in the thermal pad burn. However, no conclusive determination could be made as to the cause of the event. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred during a surgery in urology with the electrosurgical unit (esu/generator). The esu was used with an erbe nessy omega return electrode (part number 20193-082, lot number unknown). The return electrode (also referred to as a grounding pad or patient plate) was placed on the right thigh of the patient. The unit settings were forced coag mode, effect 4, 80 watts. Upon the procedure, a skin lesion was found underneath the pad. A photograph showed six (6) differently sized black burns/necroses on very a hairy area where the electrode was placed (note: most of the skin area under the pad was unaffected). No information was provided regarding any treatment or intervention that was performed on the patient to address the issue.